Manufacturer narrative:
The device was unable to charge due to broken pin. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call low blood glucose and led anomaly. Customer's blood glucose level was 32 mg/dl. Customer experienced issues with the transmitter not properly functioning in addition to the low blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The initial medwatch report was created in error. The report was created under the transmitter instead of the insulin pump. Please reference to manufacturer report number 2032227 - 2016 - 11925.